Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. 4 retained samples from the same lot number were, therefore, drawn with horse blood, mixed. They were then centrifuged at 2000g for 10 minutes. No poor barrier was observed, all samples separated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was poor barrier separation of sample. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "after centrifugation the gel was not in correction place."